Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable titanium adapter was identified. As the titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report by a nurse who was unable to connect the titanium adapter to the minicap transfer set. There was no patient involvement or adverse event associated with this report. No additional information is available at this time.